Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported motor rate error was observed in the event history log (ehl). Occlusion and accuracy tests were performed. The motor rate error was not reproduced during the tests. The pump was found to be functioning as intended. No fault was found with the device. The worm coupling and worm gear were replaced as a preventative measure.

Event description:
It was reported that the medfusion pump failed the delivery accuracy test. The pump had a motor rate error. The product problem was observed during testing. There was no patient involvement.